Event description:
An implant card was received which indicated that the patient underwent device replacement on (B)(6) 2014 due to lead discontinuity. It was reported that the lead impedance with the new device was within normal limits (1500 ohms). It was reported that the whole vns system looked distorted and stretched and that the lead and generator were replaced. The generator damage will be reported in MFR. Report # 1644487-2014-00943. Further follow-up revealed that the physician programmed the device off on (B)(4) 2014 after observing the high impedance. There was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. The physician reported that the increase in seizures were first observed on (B)(6) 2013. It was reported that the vns is probably related to the increase in seizures. It was reported that the patient has never been seizure free, but had to be admitted ot the hospital because of the increase in seizures. It was reported that the patient's antiepileptic medications were changed and the ketogenic diet was reinstated. It was reported that the patient's seizures went from daily seizures to 3-4 seizures a week with vns therapy and that there were periods with multiple seizures per day during fever or other problems. It was reported that the patient's tonic clonic seizures have increased and that the patient experiences some complex partial seizures, but that these are difficult to count or recognize. The explanted device has not been received to date.

Manufacturer narrative:
Diagnostics reported on initial MFR. Report were incorrectly reported. Diagnostics on (B)(4) 2012 were within normal limits.

Event description:
The physician reported that the patient had high impedance and was experiencing an increase in seizures. X-rays were sent to the manufacturer for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The arrangement of the electrodes on the vagus nerve appeared to be normal. A strain-relief bend was present but no loop was made. Only one tie-down was used but not as indicated in the labeling. Part of the lead was behind the generator. A suspected lead break was observed in the chest close to the generator but can be not confirmed at this time due to the image quality provided. Attempts were made for additional information; however, they were unsuccessful. No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.